Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7026306/21460734/7026295/7026258, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) paddle lead had experiencing high impedances. The patient underwent lead replacement procedure. The explanted device was kept by the facility and will not be return.